Event description:
It was observed that during the device evaluation that the camera head exhibited leaking. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure- due to damage on cable unit, water tightness (leaking) was lost. A probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.